Event description:
Caller reported that a pump's touchscreen was cracked or shattered, with damage confirmed under the screen protector. Although the exact cause of the damage was unknown, the caller could still interact with the pump. There was no adverse impact to the customer's blood glucose level. Since the pump was out of warranty, technical support arranged to replace it with an out-of-warranty loaner pump.